Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the subject device as following. - the subject device passed a leakage test. - there was no abnormality in the appearance of the electrical contacts. As a result of disassembling of the subject device, there was no abnormality of the circuit board of the video connector and the imaging cable. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Based on the image of the phenomenon, omsc surmised that the reported phenomenon occurred since the circuit board of the video connector, or the imaging unit was broken due to the following causes. - electrical stress due to repeated energization. - accidental overcurrent due to static electricity, etc.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc confirmed the subject device and found that the reported phenomenon could not be duplicated. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic surgery with subject device and otv-s300, when the user connected the subject device to the otv-s300, disturbances in the endoscopic image of the subject device occurred. The user replaced the subject device with the ltf-s190-10 to complete the procedure. The procedure time longer than planned due to this problem. The user changed from a 5mm port to a 12mm port due to this event. Other detailed information was not provided. There was no report of the patient injury other than above.